Event description:
Laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. Endostitch needle broke in half intra-abdominally. Half of the needle was retrieved out of abdominal cavity; other half probably retained in pt.